Event description:
It was reported that during a device check, non-sustained right ventricular over-sensing episodes due to post-paced t wave over-sensing were noted on the device. Device reprogramming was done. There were no adverse health consequences to the patient.